Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The date that baxter became aware of this event was (B)(6) 2014, not the previously reported (B)(6) 2014. The initial medwatch inadvertently reported the incorrect date as that date should have reflected (B)(6) 2014 instead of the (B)(6) 2014. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Event description:
It was reported that a patient acquired sepsis and subsequently died, coincident with peritoneal dialysis (pd) therapy. The treatment for septic shock was not reported and it was not reported if an autopsy was performed. The pd therapy was ongoing until the time of death. The cause of death was reported to be septic shock. Should additional relevant information become available, a follow up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown, therefore, a device analysis cannot be completed. Causality cannot be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The date of onset of the sepsis was not reported. Baxter has conducted a trend review and found that similar reports have been received for the reported problem.  Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a follow up medwatch will be submitted.